Event description:
It was reported that when the pt used the recharging unit, she experienced a shocking or jolting sensation and an overstimulation sensation. The pt turned the device off at which time the pain and overstimulation stopped. The pt additionally reported a red mark and itchy feeling around the bandage near the implant. The pt was using a triple antibiotic cream on it. The pt was direct to the hcp for further intervention. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.